Event description:
The facility's biomedical engineering department reported that the pump went into a failure code "800" during patient use. According to the facility's risk management, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the facility's risk management, details were not available regarding patient's demographics, diagnosis or status, medical intervention, or medication involved.